Manufacturer narrative:
The customer's report was not replicated or confirmed. The device successfully passed testing and was recertified for clinical use. Review of the clinical data file indicated that this device has not been used in a patient event since purchase. The device log was verified to be working properly as part of the investigation. This claim has been closed as our data file evidence supports that this report was unsubstantiated. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), the device recognized the attached adult electrodes as pediatric electrodes and the defib output was out of specification. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.